Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: remove the delivery needle from the knee, leaving the free end of the suture. Pull the free end of the suture to advance the sliding knot, reapproximating tissue. It is normal to encounter considerable resistance as the knot is snugged down. While holding the suture taut, gently slide the knot pusher/suture cutter along the suture to the knot to achieve the desired tension. Continuing to hold the suture taut, with the knot pusher/suture cutter tip against the knot, cut the suture by sliding the gold trigger forward. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a meniscus repair, the fast-fix t1 and t2 were anchored and the suture broke when it was tightened. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.